Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed there was no audio. The device needs a speaker. Upon conclusion of the evaluation, it was determined that the speaker requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported that the audio was not working; the user test failed. There was reportedly no patient involvement.